Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u124.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and an event code was logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device intermittently was not able to read an ECG signal through the paddles lead or the patient ECG leads. When this occurred an event code was logged in the device memory. Without this functionality the need for defibrillation therapy could not be determined, nor would the device have the ability to function in AED mode.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.